Manufacturer narrative:
A ge service rep performed an on site investigation. The connecters were reseated during the service call.

Event description:
The customer reported that the 9900 system c-arm movement locked up during a case. The system was rebooted and the procedure was completed. No pt injury was reported.